Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed).

Event description:
A 2.5mm diameter x 12mm length (ref MFR # 295320020100465) and a 3.0mm diameter x 12mm length (ref MFR # 2953200201002466) endeavor sprint rapid exchange (rx) drug eluting coronary stents were deployed in the distal and mid lad of a patient during index procedure. The patient had staged procedure approximately 2 weeks later. A 3.0mm diameter x 18mm length and a 3.5mm diameter x 30mm length (ref MFR # 2953200201002468) endeavor sprint rx stent were deployed in the distal and mid rca. At 6 months follow up the patient reported to have been hospitalized due to a gi bleeding event and had transfusion (date of event unknown). The patient was on dual antiplatelet therapy at time of event. Investigator reported that the event was likely related to the antiplatelet therapy and not to the relevant stents. No other clinical sequelae were reported.